Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the reported hospitalization and diabetic ketoacidosis diagnosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Patient¿s father reported that his son¿s pod alarmed while he was on the school bus, on (B)(6) 2018. The patient did not remove the pod and completely forgot to report the alarm to his father. The following morning (on (B)(6) 2018), the patient woke up and was vomiting. The father was unsure if his son's blood glucose levels were checked at the time; and mentioned that his son is a "special needs child". The patient was taken to the hospital where he was diagnosed with diabetic ketoacidosis (dka). As treatment, he was given insulin and administered intravenous (IV) fluids. Patient also was provided gravol to treat his nausea and vomiting. Details pertaining to the condition of the pod could not be provided as the device was removed and discarded at the hospital. The device was worn between 4 and 24 hours.